Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating properly. The ipp was replaced, and there were no patient complications reported.

Manufacturer narrative:
Correction c2/d10 concomitant product/therapy.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating properly. The ipp was replaced, and there were no patient complications reported.